Event description:
A 51-yr-old female admitted on 4/25/94, for possible cardiac insufficiency, with symptoms of exertional dyspnea, cough, and extreme weakness. On 4/25/94, echo revealed large pericardial effusion. Pt taken to surgery 4/27/94, for thorocoscopy, pericardectomy, multiple pulmonary biopsies, and lysis of pleural adhesions. During thorocoscopy 2 number 12 trocars fragmented at the tip. Fragmented tips retrieved. The surgery was continued with trocars from a different MFR. No adverse effect to pt care.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.